Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump would not be returned to the manufacturer for analysis. The patient status was alive. The pump flip was resolved. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid (1 mg/ml, 0.1 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient had weight changes, which the rep believed caused a pump flip. The patient was having a pocket revision done (B)(6) 2018; the hcp would be anchoring the pump to correct the flip. The hcp was possibly changing concentrations and wanted to know about a back table prime. Device registration indicated the pump was explanted (B)(6) 2018. No further complications were reported.